Manufacturer narrative:
Additional information has been requested, and will be submitted upon receipt accordingly. This event is one event for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the patient experienced an adverse cardiac event and subsequently died, which is alleged to have been caused by the product administered for dialysis treatment.

Manufacturer narrative:
Further attempts to obtain complaint details will be made and upon receipt will be submitted accordingly. This is one of two device reports for this event. Related MFR # 1225714-2015-07527 and MFR # 1225714-2015-07528.